Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on/ 06/19/2014 with the following findings: all of the buttons were intermittently unresponsive. There was no damage to the keypad. Removed the keypad. Contamination under the button contacts. The display was faded and pink. The battery compartment was cracked from the threads to the case grip. Opened pump and removed from case. No moisture or corrosion in the pump. Battery cap threads were stripped. Unable to use returned cap, a test cap used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.